Manufacturer narrative:
A patient had their system explanted and replaced due to wound dehiscence at the ipg site was reported to abbott. Therapy was restored. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient had their system explanted due to wound dehiscence at the ipg site on (B)(6) 2019. The patient was reimplanted on (B)(6) 2019.